Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue with a drawer. The field service engineer tested the hardware test application and found it working. The keyboard was also replaced. Finally rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.